Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the first flange of the stent was successfully deployed. The physician deployed the second flange into the scope. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. The physician had difficulty pushing the stent out of the scope, and when the second flange was released from the scope, the first flange had pulled out of the cyst. The stent was removed from the patient using forceps. The procedure was cancelled because another hot axios stent was not available. There were no patient complications reported as a result of this event. Reportedly, the patient returned the next day, and another hot axios stent was successfully implanted.